Event description:
On (B)(6) 2009, the pt reported that 2 of his insulin infusion headsets have fallen off of his body. On follow up with the pt, he stated in the first incident, his fingers got caught in the tubing and he pulled the headset out. He thought it was a "freak thing", but then one of the next headsets he used came out a few hours after he inserted it. He said he cleans his site with soap and water and allows it to dry completely before inserting the headset. He changes his headset every 2-3 days and was advised to change it every 2 days. He discarded the headsets that fell out. The pt was educated on the sandwich technique. Courtesy IV prep wipes and tegaderm were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.